Event description:
Portable emergency oxygen system "exploded" causing ems crew and pt to be covered in gas and liquid. Diagnosis or reason for use: emergency oxygen system. Is the product compounded: no. Is the product over-the-counter: yes.